Manufacturer narrative:
The system was used for treatment. A device history review was conducted for cellex instrument s/n (B)(4). The instrument has been located at the customer's site since 09/15/2016. The instrument was last serviced on 09/22/2016 and the system checkout procedure was successfully completed. The instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint category, clot observed. No trends were detected for this complaint category. From a device perspective, there was no known device malfunction. Out of an abundance of caution, this case will be reported as a MDR, since the medical device cannot be ruled out as a possible cause or contributing factor to the blood clot formation. This case is also being reported as a MDR due to the medical intervention of the medication, apixaban. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: thrombosis. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that a superficial clot was found in the vein of a patient's left arm after a treatment procedure. The customer stated that the patient underwent a successful treatment on (B)(6) 2016, however, the patient returned on (B)(6) 2016 for his next treatment complaining of tenderness in his left arm. The customer reported that the patient's left arm was where the peripheral draw needle was inserted in order to return fluids to the patient during the (B)(6) 2016 treatment. The customer stated that they opted not to use that arm for the (B)(6) 2016 treatment. The customer reported that the treating physician order an ultrasound of the patient's left arm, which detected a clot in the cephalic vein of the patient's left arm just above the elbow. The customer stated that the treating physician started the patient on the medication, apixaban. The customer reported that the patient did not have any complaints prior to or after the treatment on (B)(6) 2016. The customer stated that there were no alarms during the (B)(6) 2016 treatment. The customer reported that the patient had no complaints regarding that arm after the (B)(6) 2016 treatment either. The customer stated that they had noticed aggregates in the kit after the (B)(6) 2016 treatment. The customer reported that they were not aware of any known coagulation issues with this patient. The instrument was not returned for investigation.